Event description:
Spontaneous call patient reported that after completing his hizentra infusion last night, the spring in his freedom pump would not spring back or rewind back up. Patient was able to infuse his entire dose prior to pump malfunction. Patient does not have any back-up pump on hand. Pharmacist approved shipment of new pump and return of damaged pump. No further information provided. Reported to (B)(6) by pt/caregiver.